Manufacturer narrative:
A medtronic representative, following-up at the site, reported the patient had lost vision in half of the right eye. The hospital said that this injury could resolve itself in the next 6-12 months. The surgeon was using the passive planar blunt during the procedure. The specific measurement of the inaccuracy is uncertain. The most recent information from the hospital risk management representative is that the surgeon was not alleging an inaccuracy. (B)(4) 2014 - medtronic representative performed a navigation system check-out, all areas passed. System performing properly. Software investigation completed; unable to determine root cause as the behavior cannot be replicated during system testing. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A site representative reported that the surgeon alleged an inaccuracy occurred during a cranial tumor resection, which resulted in loss of vision in half the right eye of the patient. The surgeon reported he believed the inaccuracy was related to the mayfield bumping into the patient reference frame during the procedure. The surgeon completed the procedure with the use of the navigation system. The hospital risk management later communicated that the surgeon was not alleging that the navigation system was inaccurate. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.